Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the lens was explanted in a secondary procedure. The reason for explant was not provided. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).